Event description:
It was reported by service report that nurse call was not functioning. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bent pins on communication cord.